Event description:
It was reported that during a laparoscopic hysterectomy procedure, the white pad wore off the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Pin hole. The device was returned with the tissue pad damaged, melted, and a half portion was not returned. The device was attached to the generator and displayed an alert screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted. Damage to the pin coating could result in alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure . The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. No conclusion could be reached as to what caused the damaged to the insulation of the pin.